Event description:
It was reported that during a vats procedure, the device was being used to take some wedge resections. The first device was used for the seventh firing, it locked and they were not able to fire it. They put in a new reload and it still would not fire. A second device was used and they were able to fire successfully for ten firings. When they went to fire another time, it locked. The manual release was used to remove the device. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Anvil. Evaluation summary: the analysis results showed one ec60 device was returned with no visual non-conformances and with no reload loaded on the device. The device was tested for functionality with a test reload and it cut and fired as intended. However, 6 staples were noted to be malformed. The most probable caused for staple malformation would be that the anvil to reload alignment not being optimal. While no conclusion could be reached as to how the anvil to reload misalignment, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.